Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 3 years, since the subject device was manufactured. A definitive root cause was not identified. However,, based on the results of the investigation, the probable cause of the malfunction is likely, that the front panel is blinking, due to a failure of the printed circuit board. Olympus will continue to monitor field performance for this device.

Event description:
It was additionally communicated, that the event occurred, during procedure. A diagnostic colonoscopy. The procedure was completed using the same device. There was a five minutes delay. And patient was under general anesthesia. Lastly, there were no error messages observed.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the video system center had issues with capturing images. And the front panel was blinking. The issue occurred, during an unknown procedure. There were no reports of patient harm.